Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 and (B)(6) 2016 to the bilateral bra fat using a cooladvantage coolcurve contour applicator who developed paradoxical hyperplasia (pah/ph) of the treated area on an unknown date after treatment, reported as "the area just seemed to get larger and firmer by the month". The patient was diagnosed on (B)(6) 2018. Tissue described as slightly enlarged and slightly firm compared to the surrounding tissue.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 and (B)(6) 2016 to the bilateral bra fat using a cooladvantage coolcurve contour applicator who developed paradoxical hyperplasia (pah/ph) of the treated area on an unknown date after treatment, reported as "the area just seemed to get larger and firmer by the month". The patient was diagnosed on (B)(6) 2018. Tissue described as slightly enlarged and slightly firm compared to the surrounding tissue.